Manufacturer narrative:
The customer contacted the olympus technical assistance center (tac), and troubleshooting was performed. The customer was asked to power off the clv-190 and the cv-190 on the tower, remove the scope, clean the contact points on the scope with an alcohol prep pad, let it dry, connect the scope back, and power everything back on. It was reported that the system came up without any error. The device was not returned to olympus for evolution as the issue was resolved over the phone with the customer. The current investigation indicates the evis exera iii gastrointestinal videoscope, gif-h190, sn (B)(4) caused the b30 error. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer contacted the olympus technical assistance center (tac), to report receiving a b30 error code in all rooms. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was able to be resolved through troubleshooting. The device was not returned for analysis. The probable cause of error b30 was dirt on the contacts. Olympus will continue to monitor field performance for this device.